Event description:
It was reported that the day after the implant the right atrial (ra) lead was found to be dislodged. It was also reported that during the initial implant the helix took greater than 40 turns to extend and it is believed that the helix may have not been fully extended at implant. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.